Event description:
It was reported that bd micro-fine¿ insulin syringe needle had volumetric accuracy issues. This was discovered during use. The following information was provided by the initial reporter: last week I received my syringes with a difference of up to 0.5 iu between them. I already have more than 2 complete bags anyway and with several bags I had to take out several of which they are all not good. I have to give my cat 1.25 to 1.5 iu and that is so impossible when they are so different. For a medical instrument I don't find it acceptable these deviations.

Manufacturer narrative:
H.6. Investigation: customer returned photos of 3/10cc syringes. Customer states that there is a difference of up to 0.5 iu between them. The photos were examined and it is difficult to determine if the scale marking placements are within specifications without the physical samples. Unable to perform DHR check for scale misaligned due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd micro-fine¿ insulin syringe needle had volumetric accuracy issues. This was discovered during use. The following information was provided by the initial reporter: last week I received my syringes with a difference of up to 0.5 iu between them. I already have more than 2 complete bags anyway and with several bags I had to take out several of which they are all not good. I have to give my cat 1.25 to 1.5 iu and that is so impossible when they are so different. For a medical instrument I don't find it acceptable these deviations.